Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the computer of the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was unable to complete start up. It was reported that the pendant displayed that the system was booting and would not progress past the prompt. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for analysis. Testing found that the hard drive led would not illuminate and that the drive would not load.